Event description:
It was reported that there was a power on reset (por) condition. Just prior to battery implant they interrogated the device and got the 0x2 por code. They were able to close out and reinterrogate without the message. A different stimulator was implanted. It was further reported that the patient was implanted with another device and was doing great. There were no diagnostics performed. It was further reported that the patient recovered without sequelae.

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial # (B)(4)) found that the device had insignificant anomalies. The device had good stable output on all electrodes. The complaint indicated that a "clock too slow" power on reset (por) (0x2) had occurred while the implantable neurostimulator (ins) was still in the packaging. When the ins was received for analysis, the 8840 showed that the implant life had not been started and that a por had occurred, however, the por diagnostic information did not indicate what kind of por. When the implant life was started, the 8840 programmer would not allow the ins output to turn on. After ending the session and starting a new 8840 session, the programmer indicated a por had occurred with error code (0x0). The ins was able to be programmed and the output turned on. The ins passed all functional testing after the initial 8840 programming session had cleared the por. Further testing showed that this is how the functionality works for any model of this family when starting the implant life after the por bit has been set.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.